Event description:
The device was returned for an air compressor failure. The device was reverted; recharge and hardware functional tests were performed. The device failed both tests. Log files were pulled and reviewed. No issues with the valves were found. When booted up, the valves are audible, but the air compressor makes a very faint sputtering sound, if any sound at all.

Event description:
The following has been reported: biomed reported: - no patient reported incident. - issue: service needed alert. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.